Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty printed circuit board (pcb). Based on the results of the investigation, the event likely occurred because of an accidental failure of the main pcb.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image was not displayed after use of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.